Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 78mm thoracic aneurysm. It was reported during the index procedure when inserting the valiant into the patient, the physician noted that the hydrophilic coating appeared very uneven and stopped using the product. An additional valiant device was implanted successfully and the procedure completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.